Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said in the last 10 days or so they had been in a lot of pain in the implant area. It was worse when they were laying down and trying to sleep. Patient wanted to know what could cause it and if other patient experienced it. Patient lifted a heavy suitcase before having pain. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.

Event description:
Additional information was received from a consumer (con). It was reported that, although the pain began at the surgical site of the implant, after a week or so, a rash appeared. The rash was moving around to the front and following their hysterectomy scar, leading to a diagnosis of shingles. To resolve the pain, they were given neurontin, pain medications, and icing. The shingles pain had resolved.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.